Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they are unable to prime tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 42511e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 7 bd smart sites¿ gravity sets were clogged or blocked or occluded. The following information was provided by the initial reporter : it was reported by customer that they were unable to prime tubing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 7 bd smart sites¿ gravity sets were clogged or blocked or occluded. The following information was provided by the initial reporter: it was reported by customer that they were unable to prime tubing.